Event description:
The subject stent was returned for analysis and it was discovered that it prematurely deployed during use. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent was received deployed within the hub and lumen of a microcatheter. The stent delivery wire (sdw) and the introducer sheath were returned. The microcatheter was able to be flushed. The stent was deformed at the distal end. The sdw was kinked/bent at the distal end. Blood was present on the distal tip. The introducer sheath was noted to be intact. A functional inspection was unable to perform as the stent was returned in a deployed state. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported code 'stent difficult/unable to transfer' could not be replicated as the stent was returned in a deployed condition. However, the analysis results are consistent with the reported event. The returned device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was reported to have been set up and maintained throughout the clinical procedure. The stent was returned for analysis in a deployed condition with the distal part of the stent inside the proximal section of a microcatheter lumen. The stent was removed and noted to be deformed at the distal (open cell) end of the device. The stent delivery wire (sdw) was kinked/bent near the distal end of the wire. The introducer sheath was also returned and noted to be undamaged. Based on the event description and analysis results, one possibility is that the introducer sheath was initially correctly positioned, but subsequently (and inadvertently) moved proximally prior to stent advancement out of the sheath. This is supported by the lack of crush damage to the distal tip opening of the introducer sheath. If this were to occur, it is likely that, during advancement of the stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the stent would partially deploy into the gap (caused by the proximal sheath movement). The user would experience increased resistance during attempts to advance the (partially deployed) stent through the microcatheter lumen. Upon realizing this (through increased resistance), the user normally attempts to withdraw the stent. During this action, and particularly if there is significant friction between the stent and the lumen of the microcatheter, the distal bumper of the sdw (which is smaller in diameter to the proximal bumper which is used to advance the stent) can slip through the stent, leaving the stent partially deployed inside the microcatheter. This is the most likely explanation for the information provided and the condition of the returned device components. An assignable cause of procedural factors has been assigned to the as reported 'stent difficult/unable to transfer' and as analyzed codes 'stent deployed prematurely during use', 'stent deformed', and 'sdw kinked/bent' as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during stent transfer from the introducer sheath into the microcatheter lumen.